Event description:
The fibre stopped working within 2 minutes of use, the person doing the manipulation had been burned, the fibre broke. No additional info has been provided by the reporter.

Manufacturer narrative:
(B)(4). Still under investigation.

Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of investigation, a review of the complaint history, device history record, instructions for use (IFU), trends and a visual inspection of the returned product was conducted. Information provided by the customer stated that the device stopped working after two minutes of usage. It was advised that the fiber had broken and the end user, who was manipulating the device, was burned. The patient did not require any additional procedures nor experience any adverse effects as a result of this event; however, the end user completing the manipulation did experience an adverse event as he or she was burned. A visual examination of the returned product determined there were cracks along the length of the fiber. It should be noted that fiber optics are made of glass (quartz) and should be handled with care. Sharp bends or excessive pressure will cause cracks and fracture that will make the fiber-optics break or over-heat at the damaged spot. If the aiming beam is not visible or unusually dim during a case, the fiber should be removed for later inspection to prevent further damage. All devices are verified to have passed process verification and that the distal end of the laser fiber is fully within the tubing. It is likely that the end user applied excessive pressure on the device, thus causing the device to fracture along its length. This fracture could have provided the opportunity for the end user to have contacted the laser fiber itself, therefore resulting in the end user burn described per the event. The fiber is intended for use with a laser system in order to fragment urinary calculi as well as having soft tissue applications including incision/excision, ablation, and coagulation. Incoming quality control confirms the certificate of compliance is signed and dated, therefore assuring the device integrity and functionality (100% inspection) and that packaging seals are not broken. Based on the available information, the root cause has been determined to be a result of excessive pressure on the device. We will monitor for similar complaints and the appropriate personnel have been notified. Per the risk assessment, no further risk reduction activities are required at this time.

Event description:
Information was provided by the reporter stating that the fibre stopped working within 2 minutes of use. The person doing the manipulation had been burned and the fibre broke. No additional information has been provided by the reporter.